Event description:
During procedure, balloon would not deflate. It was retrieved intact with no harm to the pt. Facility had 2 such balloons. The defective one, as well as the unused one, were returned to the rep.